Event description:
It was reported that the implantable pacemaker's estimated longevity has progressively decreased from 8 years to 6 years, with premature battery depletion (pbd) noted. Boston scientific technical services (ts) reviewed device data, which showed persistent atrial fibrillation since implant, contributing to increased current drain due to continuous atrial sensing. As of this time device remains in service. No adverse patient effects were reported.